Event description:
Product did not peel away as indicated, resulting in the surgeon having to manipulate and pry it with instruments, which resulted in the port catheter dislodging. Ir had to be consulted so that we could get the port placed appropriately.